Event description:
It was reported a patient underwent a spinal cord stimulation trial with the lead placed to the t3 level. A curved tip needle was used with atraumatic insertion of the lead. The stimulation trial failed. After the lead was pulled, the patient developed an epidural hematoma with paralysis. The patient was admitted with resolution of the paralysis. An MRI showed a pattern resembling that of a blood patch. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
.